Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of break in aseptic technique and bacterial peritonitis with (B)(6) in a patient coincident with physioneal 40, unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2011, the patient experienced a break in aseptic technique. It was not reported if the patient was retrained in aseptic technique. On (B)(6) 2011, the patient began remedial therapy with cefazoline (2 g, daily, ip) and ceftazidime (2 g, daily, ip). On (B)(6) 2011, ceftazidime was discontinued. On (B)(6) 2011, the outcome for the event of bacterial peritonitis with (B)(6) had resolved and remedial therapy with cefazoline (2 g, daily, ip) was ongoing. Physioneal 40, unknown bag therapy was ongoing. Concomitant medications were not reported. The nurse considered the event of bacterial peritonitis with (B)(6) to be unrelated to physioneal 40, unknown bag therapy. The nurse did not provide an assessment of causality for the event of a break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.